Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had recently had unsuccessful automatic threshold tests for all three lead channels. The patient was reported to have recently had an left ventricular (lv) lead implanted and it was suspected some noise could have been oversensed by the crt-d during that procedure. The crt-d counters were also in need of being reset. Additionally, some right atrial (ra) crosstalk oversensing was seen on the right ventricular channel. Troubleshooting options were provided to the field and the crt-d remains in service. No adverse patient effects were reported.